Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a knee arthroplasty. Surgeon reported that the knee still showed laxity, and is requesting a larger bearing. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Adverse event only. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a revision procedure due to ligamental laxity five (5) days post-implantation. All components were removed, and a constrained knee was implanted. No further adverse events have been reported.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Medical product: biomet cc cruciate tray 67mm catalog # 141232 lot # j3839738; vanguard cr ilok fem-lt 60 catalog # 183024 lot # j3846006. Customer has indicated that the product will not be returned because product location is unknown.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a revision procedure due to the laxity.